Manufacturer narrative:
Correction: product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the unexpected delivery of a ventricular tachyarrhythmia therapy. Right ventricular (rv) lead integrity warning occurred (B)(4) 2014 for sensing integrity counter greater than 30 in 3 days and high rate nst events. Beginning on (B)(4) 2014, sensing integrity counts up to 1442; high-rate non-sustained episodes with evidence of lead noise, oversensing, and episodes with inappropriate shocks. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient received some inappropriate shocks. It was also reported that the right ventricular (rv) lead showed oversensing with a high number of short interval counts (sic) and non-sustained tachycardia (nst). A potential lead fracture. Was questioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received some inappropriate shocks. It was also reported that the right ventricular (rv) lead showed oversensing with a high number of short interval counts (sic) and non-sustained tachycardia (nst). The evidence was consistent with a potential lead fracture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 407645 lead, implanted (B)(6) 2009. (B)(4).